Event description:
The initial reporter stated that the pump was over infusing. They stated that when they tested the pump after receiving it from the patient, the pump was programmed to deliver a dose of 15 ml but it delivered 19 ml. Mmd did follow up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. No additional information was provided. (B)(4).

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.